Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed the unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer reported that reservoir compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.